Event description:
Information received indicates the bed exit will set but does not alarm.

Manufacturer narrative:
The technician isolated the issue to the bed exit tape switches. He replaced the tape switches to repair the bed.